Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose reached 400 mg/dl. Customer had changed out the set. During troubleshooting, a leak was found where the infusion set tubing connects to the connector cap. Customer also stated he experienced bent cannulas with infusion sets in the past. Nothing further reported.